Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the deflector washing socket clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the deflector washing socket. In addition, our technician confirmed that the operation channel (primary) buckled, the suction channel buckled, the bending rubber leak, the remote control buttons leak, the insertion flexible tube worn out, the deflector wire hard to move, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.